Event description:
It was reported that a volume discrepancy occurred after the patient went to the clinic on (B)(6) 2012, for a refill and the health care provider (hcp) stated that her pump was full and decreased the patient's dose. It was stated by the reporter that for the past 4-5 months, she had difficulty walking; "walking like crap and using her cane and wheelchair more", and could barely stand. It was further indicated that she was "not feeling well and can't stand it anymore." It was noted that the patient gets refills every 6 months and feels like she is not getting any medication. It was stated by the reporter "he took whatever it was (in the pump) out, and put the same thing in." The outcome of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional review indicated that the patient stated something wrong with the pump for it was not dispensing the drug out of pump. During the last refill, the patient¿s pump was full, and the patient asked the health care provider to ¿tweak this down a little bit.¿ and the patient felt a little better when she left. However, when the patient got out of plane she felt her legs were 5000 pounds and couldn¿t walk. The patient stated she had been getting progressively worse and worse and worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported that the patient's system was explanted at some point in 2013. The return status of the device was provided as "no return-lost." The healthcare provider's office did not have any details. The patient had been explanted for 6 years. The patient's status at the time of the report ((B)(6) 2019) was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
(B)(4).